Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal end of the right coronary artery. A 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, the delivery shaft was found fractured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was 70% stenosed, mildly tortuous and severely calcified. Significant resistance was encountered and the break occurred outside the patient's body.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 20mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break located 29cm distal to the distal end of the strain relief as multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal end of the right coronary artery. A 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, the delivery shaft was found fractured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was 70% stenosed, mildly tortuous and severely calcified. Significant resistance was encountered and the break occurred outside the patient's body.

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal end of the right coronary artery. A 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, the delivery shaft was found fractured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.